Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pocket failed, user tried to reboot the station and recover the pocket but unable to resolve issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer found that the pocket was overfilled with vials, which caused excess pressure on the lid and prevented it from releasing, ejected the cubie in diagnostics and forced it open. The customer then replaced the cubie and reloaded it with fewer vials, tested the drawer and cubies in both diagnostics and the application, and they functioned properly. The system functioned as intended after the field service engineer repaired the device.